Manufacturer narrative:
The returned sample consisted of a complete, explanted composix kugel mesh. The sample had been cut through the recoil ring in two places. Based on the appearance of the edges of the cuts, they most likely occurred during the explant procedure. No exposed recoil ring ends were observed at either of these cuts, however, a small section of recoil ring was observed protruding through the mesh (polypropylene) side of the patch approximately one inch from one of the cuts. This exposed end was ragged and is not visually consistent with being part of the recoil ring weld. Based on the eval we cannot determine if this ring separation occurred during the explant procedure, however, the exposed end of ring was protruding toward the mesh side of the patch away from the bowel and other visceral structures and there was no staining or traces of fecal matter on the ring end. Therefore, it does not appear that this end of the ring came in contact with or had penetrated the bowel. See MDR 1213643-2010-00474 for info related to the composix kugel mesh also implanted in (B)(6) of 2005 and also explanted on (B)(6) 2010.

Event description:
On (B)(6) 2005, repair of three incarcerated, ventral hernias along midline incision from pubic bone to above the umbilicus, utilizing two composix kugel mesh. On (B)(6) 2010, onset of abdominal pain, level of severity moderate-severe, with fever. On (B)(6) 2010, CT scan of abdomen and pelvis. Intra-abdominal fluid collection with air-fluid concerning for abscess. On (B)(6) 2010, pt underwent surgical procedure during which both composix kugel mesh were explanted. Pt was diagnosed with abdominal abscess, bowel perforation and infection. Per the operative report, "the plane between the mesh and the fascia was found to be contaminated with purulence. The ring aspect of the mesh had perforated the small bowel, two pieces of mesh were located in the wound. These were removed along with some spiral tacks and prolene suture. There was an abscess cavity with several loops of bowel forming part of the abscess cavity. Area of small bowel perforation was resected."